Manufacturer narrative:
Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the poly became loose from the cup. It was also stated that the patient heard or felt some type of friction in his hip. Update 10-2-2017: medical records reviewed. Information has been reviewed and has been determined to not affect MDR reportability. Additional (B)(4) has been created to capture first revision revealed within the medical records. Updated 10-2-2017.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.